Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "low phaco" (no code available). A customer reported low phacoemulsification power during a case. The case was completed. In between cases, there was a 3 hour delay due to the facility having to borrow a system from another hospital. The next pt had been prepped during the delay. There was no pt impact reported. No pt identifiers were provided.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).